Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Approach was performed from the shunt vein towards the shunt vein stenosis. The lesion was 90% stenosed, moderately tortuous and moderately calcified. After a non-bsc guide wire was advanced, a 5.0 x 100 75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was inflated twice at 20 and 22 atmospheres, respectively. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.